Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the sns, that includes this safety needle. Yangzhou medline industry manufactures the needle. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the needle. We have notified asprsnsopscell@cdc.gov who will pass along this information to yangzhou medline industry, the manufacturer of the needle so they may conduct a device evaluation as warranted.

Event description:
Customer reported that the needle does not lock into the safety cover after injecting the patient. It bends and sits outside of the safety cover. Mckesson did not receive any information regarding direct patient injury.